Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was replaced via surgical intervention on (B)(6) 2024. The reason for replacement was not provided.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was obtained, revealing that the ipg was replaced due to pocket discomfort. Therapy was restored post op.